Manufacturer narrative:
The reported complaint that the driveshaft of the autopulse platform (B)(6) will not spin and is stuck in place was not confirmed during functional testing. The reported complaint that the platform is displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the archive review but was not confirmed during functional testing. The platform functioned as intended and the error message was not reproduced. The root cause for the ua45 error was due to the driveshaft not being at "home position", likely attributed to unintended user error. Before sending the platform to zoll for service, the encoder driveshaft had been rotated back to its "home" position, and the ua45 had been cleared. Based on archive data review, ua45 error messages were observed, thus, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. The user advisory (45) error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional testing without any fault or error. The customer reported complaint was not reproduced. After service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The customer reported the driveshaft of the autopulse platform (B)(6) will not spin and is stuck in place. The platform is displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer tried to clear the code but when they go into the menu and select rotate shaft to home, the shaft will not spin back. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.